Manufacturer narrative:
Investigation: visual inspection of video provided by the customer and documentation review was conducted. In the video provided by the customer, there is no evidence of the doctor using the port locator nor marking the location of the internal port on the patient's skin. It is likely that the needle punctured the shell of the expander rather than the internal port. Conclusion: the internal port was not appropriately located by the doctor and when attempting to fill punctured the shell of the tissue expander causing it to leak.

Event description:
Customer has sent photos and videos of a pediatric patient with this expander implanted for an ear reconstruction case. Videos show expander being filled, and once needle is removed, saline immediately sprays out of the entry point through the patient's skin. No expansion is happening because of this.